Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure a pacel balloon on the bipolar pacing catheter appeared to be leaking and could not be inflated.